Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that his onetouch verio 2 meter was reading inaccurately high compared to another meter (onetouch meter). The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the issue first occurred on (B)(6) 2018, 3:09pm. The patient detailed he tested his blood and obtained an alleged inaccurately high glucose result of 232 mg/dl on the subject meter which he compared to a result of 103mg/dl on the other meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with insulin (self-adjuster) and stated that on (B)(6) 2018, 3:15pm he took 12 units of lantus and 8-10 units of humalog in response to the alleged product issue. The patient stated that around this time he was experiencing symptoms of ¿no energy and sleepiness¿. No medical intervention was reported. The patient stated that on (B)(6) 2018, 8.47am he obtained a blood glucose result of 103mg/dl on another meter. At the time of trouble shooting, the cca confirmed that the meter was set with the correct unit of measure at the time of testing and the sample was taken from an approved sample site. The correct testing steps were performed. The cca confirmed that the test strip vial was neither cracked nor broken. The test strips were stored correctly and within expiry date. The patient did not have control solution to perform a control solution test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on being unable to obtain results with the subject meter.